Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was making an audible tone/alert. No alerts were noted via a remote monitor report. Patient reported still hearing the tone the next day and the patient was brought in for an in-office device interrogation. As a result of the interrogation it was discovered a lead alert had triggered earlier that day on the right ventricular (rv) lead for high impedance readings on both rv and svc coils. The lead was reprogrammed and defib therapies were disabled per the follow-up cardiologist. The lead and device currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patients right ventricular (rv) lead exhibited high pacing impedance. The lead was extracted and a new lead implanted. No patient complications have been reported as a result of this event.

Event description:
It was further reported by the patient that their previous rv lead had fractured.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.